Event description:
It was reported that the patient's had several falls and the system diagnostics recorded high impedances on the lead, and as a result was experiencing ineffective therapy. Surgical intervention took place where the system was explanted to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.